Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 256mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended indicating that the occlusion alarm was due to an unknown infusion set site issue. The customer declined to remove their infusion set site to inspect for any possible issues.